Manufacturer narrative:
Correction to the initial MDR in field. The following device was returned and analyzed and no anomalies were found. Sc-1110-02, s/n (B)(4).

Event description:
A report was received that the patient experienced a strong electric shock from the ipg site to the patients foot when the charger was near the site, and difficulty charging. The ipg was explanted due to suspected malfunction. The patient is doing well post operatively.

Event description:
A report was received that the patient experienced a strong electric shock from the ipg site to the patients foot when the charger was near the site, and difficulty charging. The ipg was explanted due to suspected malfunction. The patient is doing well post operatively.